Event description:
Shiley tracheostomy 8.0 balloon did not inflate. Trach was checked prior to use for patient and it was discovered that the balloon would not inflate. Product was removed from sterile field and a new tracheostomy was checked and used.